Event description:
During defibrillation efficacy on 9/16/99, pt non-invasively induced to v-fib. Appropriately detected by the device with a shock at 35 joules. V-fib persisted. No evidence for device redetection, thus requiring external shock at 360 joules.